Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall.  The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records

Event description:
The consumer stated that a tampon came apart upon removal and tampon pieces remained inside of her. She manually removed the remaining pieces, however she is unsure if pieces remain. She did not need to seek medical assistance and stated she is doing well.